Manufacturer narrative:
Loose particulate or embedded material was not observed on the catheter. The returned unit provided for evaluation met manufacturing specification in regards foreign/non foreign material. Unfortunately the root cause for the reported issue could not be confirmed. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7157557 ¿ the lot number was built on afa line 11, from june 7, 2017 thru june 11, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: the review of the qn/sap database is required for a s1-o5 level b investigation per (B)(4), findings: the qn reviewed revealed no related reject activity for the lot number associated with this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis: observations and testing: received one unused iag/bc 22ga unit in an opened package from the lot number 7157557. The unit consisted of retracted needle/safety barre and the catheter/adapter assembly. Visual/microscopic examination: no foreign/non foreign material, particulate loose or embedded was observed anywhere on the catheter. Test description method no results visual/microscopic, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes, the returned unit provided for evaluation met manufacturing specification in regards foreign/non foreign material. Investigation conclusions: the defect foreign matter, as stated as the reported code was not confirmed with the returned unit provided for this incident. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: per the event description: when opening package, fm like same material as the catheter was on the catheter. But it was immediately detached and lost. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported when opening the package of the bd insyte¿ autoguard¿ bc shielded IV catheter, a piece of foreign material (¿same material as the catheter¿) was on the catheter. The piece detached and was lost, before use. There was no report of injury or medical intervention.